Event description:
It was reported that the patient presented complaining of fatigue, muscle cramps, back pain, stiffness, muscle aches, numbness, difficulty sleeping, headaches, seasonal allergies, tenderness over sacral iliac joints. The patient underwent transforaminal lumbar interbody fusion (tlif) of l4-l5 and l5-s1, left side, with posterolateral fusion to treat chronic low back pain, degenerative disc disease (l4-l5, l5-s1) that had failed conservative treatment. The surgery was performed using rhbmp-2/acs and expedium screws and coroent cages. Fluoroscopy was used during surgery. The rhbmp-2/acs was wrapped around local bone as a "burrito". The cage was stuffed with local bone and placed into disc space. Nerve roots at l4 and l5 were meticulously irrigated to remove all the infuse. Screws and rods were placed bilaterally at l4-s1. A "burrito" of local bone and bmp was placed between the transverse processes. A slurry of local bone, conduit and bone marrow was packed into facet joints. Upon completion of the surgery, the patient was transferred to recovery in good condition and had tolerated the procedure well. At 79 days post-op, a lumbar CT scan showed residual 3.0 mm radiodensity in the anterior aspect of the left neural foramen at l4-l5, consistent with fixation material.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.